Event description:
It was reported that the patient had a granuloma form with the size of 13cm by 8cm. It was stated that the pain medication was removed for about ten months and the pain medication was reinserted. Two weeks later, it was reported that the patient¿s granuloma was confirmed via MRI. The patient was experiencing a nerve pain and s ensation in her thigh and groin. It was indicated that the physician had put saline in the pump for eight months and the pain went away 80% of the time. Eventually, the pump was refilled with clonidine and dilaudid.

Event description:
Additional information received reported the patient would be having an MRI with dye of the thoracic and lumbar regions on 2013-(B)(6).

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).